Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out of range pace impedances on the right ventricular (rv) lead. The values were noted to have been increasing and recently were 2538 ohms. In addition, high pacing thresholds were observed on the rv. The patient was being evaluated in clinic and was also seen by an electrophysiologist. Reprogramming was performed and the products remain in service. The rv lead is a competitor's product. No adverse patient effects were reported.